Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No battery or display anomaly noted.

Event description:
Customer reported visit to urgent care facility. Customer was experiencing stomach pain and almost diabetes ketoacidosis. The current blood glucose reading is 183 mg/dl. Customer stated that the insulin pump would shut down at anytime for a few seconds to an hour. Customer would experience high blood glucose. Nothing further reported.